Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer did not provide blood glucose (bg) level; however, there was no reported impact to the customer's bg level. Prior to calling tandem technical support, the customer was able to load a new cartridge successfully.